Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed the rewind. Basic occlusion, prime and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the side and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer requested assistance with programming the insulin pump, but he mentions that the settings were erased due to a motor error alarm followed by other alarm. The blood glucose reading was 113mg/dl. Troubleshooting was performed, and the drive support cap was flush. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.